Event description:
Additional information from the consumer reported that a "tech personnel" called the previous night and will call again the next day and "tell him how to make the patient programmer work". The consumer did not know the name of the person who will be calling, nor could the consumer confirm if it is someone from the manufacturer company or someone from the doctor's office. The patient did not make a doctor appointment because that would take too long. The patient was going to call the manufacturer company if he was still having issues after talking with the "tech personnel".

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead ;product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported they were seeing the poor communication screen on the patient programmer (pp) and were experiencing poor communication. The recharger was unable to communicate with the implantable neurostimulator (ins). The last time the patient felt stimulation or had a successful charging session was (B)(6). The reason the patient hadn¿t charge since was because he couldn¿t get it to charge and he worked overtime so he wasn¿t able to call. It was noted the patient hadn¿t had any falls or medical procedures, and the ins felt flat in the pocket. As of (B)(6), the patient still hadn¿t had any luck getting anyone to help them. Their family doctor wasn¿t able to get someone. The patient was looking for a manufacturer¿s representative (rep) for their current area. Relevant medical history includes peripheral neuropathy.